Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant product: 6947 lead, implanted: (B)(6) 2010. (B)(4).